Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10, h11 corrected fields: d5, e2,e3, g2, h6 (health effect ¿ clinical code) additional contact information: (B)(6), getinge field service engineer (fse) ran unit on patient minisim and trainer, verified accurate readings on blood pressure and ECG. No errors in logs, unit operating correctly. Unit passed all functional and safety test per factory specifications, returned to customer and cleared for clinical use.

Event description:
It was report that the cardiosave intra-aortic balloon pump is not reading accurately/. No injury or harm of patient

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.